Manufacturer narrative:
(B)(4). Method: the complaint infant warmer was not returned to fisher & paykel healthcare for investigation. Our investigation is thus based on the information and photographs provided by the customer, previous similar investigations and our knowledge of the product. Results: visual inspection of the supplied photographs revealed cracked plastic sections on the outer surface of the head uppercase. Shell flaking and chipped plastic along the bottom edge of the head uppercase, with surface crazing were also apparent. The upper head harness appeared slightly discoloured at the housing connector on the slot where the neutral and phase wire terminal is located. Based on the lot number provided, the unit is over 12 years old. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the physical damage to the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic.

Event description:
A healthcare facility in (B)(6) reported that an iw934 cosycot infant warmer had a cracked head case and a discoloured harness connector. This was found before patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint infant warmer caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6), reported that an iw934 cosycot infant warmer had a cracked head case and a discoloured harness connector. This was found before patient use.